Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the lot number was not reported. A conclusive cause for the reported stenosis and numbness, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report b3: date of event, estimated date: 11/16/2023 d4: a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
Patient ID: (B)(6) it was reported that on (B)(6) 2023 a 5.0x40mm absolute pro stent and a 5.0x40 supera stent were implanted in the proximal popliteal artery, 162.7mm de novo lesion. On (B)(6) 2023, (estimated date, one week prior to (B)(6) 2023), the patient experienced rest pain and numbness in the left calf. On (B)(6) 2023, restenosis extending over a long distance beginning in the proximal superficial femoral artery and into the popliteal artery including the absolute pro stent as well as in the supera stent was discovered. The restenosis was successfully treated with thrombectomy and with drug coated balloon angioplasty on (B)(6) 2023. After the restenosis was treated, during vessel closure, dislocation of the angio seal device led to a vasovagal reaction with hypotension and bradycardia. The patient's circulation was stabilized with 0.5 mg atropin intravenous, the angio seal was surgically removed on (B)(6) 2023. On (B)(6) 2024, during the follow up visit, the patient described ongoing pain in the vessel closure area. No additional information was provided.